Event description:
An ocd field engineer visited the customer site and reported that the customer suspected a leak in the fluidics system. No other info was provided regarding this incident. Fluid leak can lead to dilution of reagent / sample, carry over / cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
The field engineer replaced the wash station, probe, checked probe alignments and ran controls to verify qc. Qc passed. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4)